Manufacturer narrative:
(B)(4).

Event description:
It was reported " balloon failed to unwrap". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine" please see associated MDR#: 3010532612-2025-00536.

Event description:
It was reported " balloon failed to unwrap". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine" please see associated MDR#: 3010532612-2025-00536.

Manufacturer narrative:
(B)(4). The reported complaint of "balloon failed to unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.